Event description:
It has been reported to philips that, system could not do fluoro. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluro is not happening. Upon functional testing the fse confirmed that the problem is caused by tube power output failed. To resolve the reported issue, the fse replaced the x-ray tube and tested the system. After replacement of the x-ray tube , the system was returned to use in good working order. The codes were updated based on the investigation outcome.